Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the unit went to ventilator inoperative with error code message of data acquisition (da) pcba adc reference failed. The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
No parts were returned to failure investigation. Therefore, the root cause of the reported issue could not be determined.